Event description:
General report received of an unspecified number of undocumented incidents of disconnections. It was reported that unspecified primary tubing sets were being used to deliver unspecified medications via pumps. At unspecified times, the option-lok male adapters of the secondary tubing sets were connected to the proximal y-sites of the primary tubing sets to deliver unspecified medications. After unspecified lengths of time, it was reported that the option-lok male adapters of the secondary tubing sets. Unspecified volumes of solutions leaked. Though requested, no additional info was provided including if there was any reported adverse pt effects or if there were any reported delays of therapies critical to these pts, if medical intervention was required, and if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard ((B)(4)) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.